Event description:
The customer reported that they got a shock test error which cleared with op check. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that they got a shock test error which cleared with op check. There was no pt involvement. This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.